Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the ccc involved with this complaint and performed failure analysis. During in-house failure analysis, upon visual inspection, no issues were found that would be related to the reported failure. The ccc was installed and tested on an in-house equipment, fixture, or tool (eft) system where the component functioned as expected. The vision side cart (vsc) monitor could not show full display on the screen and the vision cart power button does not stop blinking blue with a message of insufflator disabled. The system was not able to program. The ccc was installed into a test bench and powered on with a power supply. The ccc was connected to pc and identified the tegra module was visible. This ccc is confirmed to be bricked per document (B)(4). As a result of these findings, failure analysis was able to conclude that bricked ccc was found to be the root cause of the reported failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the system was acting odd. The caller stated the system was asking them to disable or restart the insufflator but the button to restart was not responsive. Caller stated they power cycled the system several times but the issue remained. Tse reviewed the logs but found no related logs. Tse walked caller through a hard power cycle of the system and while the system was off, had the caller reseat all fiber cables but upon power up the issue remained. Tse had caller turn off the system and disconnect the fiber cables from the system and power on only the tower but the issue remained. Caller stated the power button would constantly flash blue and was unresponsive. Caller stated the generators did cycle this morning and there was a flicker of power. Tse explained the board inside is likely damaged from the generator cycling. The procedure was converted to another dv system. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the procedure was converted to a da vinci xi system after the first port incision. There was no injury or harm to the patient. The issue occurred on system sq0526. The reporter informed that they had initially thought that the issue was with the insufflator because of the system messages, but later learned that the power surge had broken the circuit board on the system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the common computer controller (ccc) to resolve the issue. The system was tested and verified ready for use. Isi has received the instrument; however, failure analysis has not completed their investigation.